Event description:
The customer reported via phone call that the battery cap and battery compartment was damaged on the insulin pump. The customer's blood glucose was unknown. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, stripped battery cap coin slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.